Event description:
It was reported by the physician's office that the patient had called and left a voice mail stating the she had an EKG performed. Since the EKG, she feels her vns has not been working all the time and she has experienced 3 seizures. The 3 seizures the patient reported occurred within a 3 day period.

Manufacturer narrative:
Serial #, exp. Date, UDI#: this information was inadvertently reported incorrectly on the initial MFR. Report.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
No additional relevant information has been reported to date.